Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced emi, jolting when walking through best buy. It was noted that they now avoid that store. No further patient complications are anticipated or expected as a result of this event.